Event description:
A manufacturer representative (rep) via the patient reported that, as they were plugging an extension cord attached to a computer into an outlet, they received an electrical shock. This caused their right face to tingle and tongue to go numb, along with difficulty forming words, confusion, and inability to walk or breath normally. About an hour later their entire body jerked and they had a hard time controlling it. It was stated that this lasted about an hour and occurred on date notified. Interrogation using the clinician programmer showed no error messages, stimulation is on, and impedances normal. The patient is currently in the ER and no diagnostics have been performed. On (B)(6) 2016 the rep reported that the patient was no longer have the aforementioned symptoms when they last saw them, and that they have no further information. Indication for implant is essential tremor and movement disorders.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.